Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a hypoglycemia event while using a pod worn on the abdomen for 48 hours. The patient reported switching to manual mode before sleep. Upon waking, the patient was found on the floor, possibly due to convulsions during sleep. She reported weakness, disorientation, and required emergency assistance. Emergency medical technicians (emts) measured her blood glucose (bg) level at 34 mg/dl and administered glucose tablets, glucagon, and glucose gel, but her bg did not sufficiently improve, necessitating hospital transport. At the emergency room, further treatment included glucose administration and multiple diagnostic tests (metabolic panel, cbc with differential, pregnancy test, creatine kinase panel, hepatic panel, and phosphorus test). She was also given zofran for nausea. The patient was discharged after 5.5 hours. The pod was discarded.